Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 500 mg/dl and ketone level was moderate. Customer changed the infusion set and vial of insulin to address elevated bg. Customer alleged the pump was not delivering insulin as insulin was not observed exiting the tubing. Customer reverted to using manual injections for insulin therapy. As tandem technical support (cts) was not contacted at the time of the event, a cause could not be determined. Upon follow up, cts performed a pump system check; pump was found to be functioning properly. Customer maintained there was an issue with the pump and continued to use lantus injections.